Event description:
It was reported that the patient underwent surgery for c4-c5 arthroplasty. During insertion of the artificial disc the inferior portion of the implant detached from the inserter during tamping. The superior portion of the implant could not be disassembled from the inserter. The surgeon inserted the implant freehand. There were no patient complications.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.